Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified proximal to mid left anterior descending artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that the catheter was unable to cross the lesion even though pre-dilatation was performed for several times. The opticross¿ imaging catheter was pushed and the tip broke. It was simply pulled out and was successfully removed from the patient¿s body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.